Event description:
During single puncture tubal ligation, inner sliding sleeve/sheath of bipolar forceps dislocated from handle when the doctor rotated instrument inside patient. Minor force against inner sliding sleeve caused it to unlock and fall into patient. Inner sleeve was easily removed and no complications occurred to the patient. Procedure was successfully completed.

Manufacturer narrative:
Evaluation summary: one(1) 8394.923 - biopolar forceps inner sliding sleeve. Investigation of instrument showed no problem with the locking mechanism of the inner sheath. Instrument is manufactured with easy removal of inner sheath. It is determined that this is the design of the instrument and cannot be changed. It was suggested to the user to consider other versions of the bipolar forceps if they are not happy with the design of this specific style. Conclusion: instrument operated per specification.